Event description:
It was reported that a 16x60mm, 100cm vici stent became twisted/kinked post-implant resulting in the patient developing a deep vein thrombosis (dvt). No further patient complications were reported.